Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one used primary set, model 2232-0007, was received by the customer for investigation. Upon visual inspection, a piece of tape was applied to the silicon segment of the tubing. No defects were visually observed. The tape was removed and the sample was primed with a blue dye solution and a leak could clearly be seen. A device history record review could not be performed on model 2232-0007 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The customer's complaint of a small hole/slit in the tubing was verified. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure.

Event description:
It was reported that gem v/nv 20d 0.2 fltr tubing ruptured. The following information was provided by the initial reporter: material #: 2232-0007 batch/lot #: unknown it was reported that there is a small hole/slit in the tubing. Verbatim: IV tubing primed with fluids and hooked up to patient. Nurse noticed a puddle on the floor under IV pump. IV pump was dripping fluid out of IV pump channel. Nurse changed IV tubing and noticed that there is a small hole/slit in the tubing. IV tubing saved for reference.